Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the firing knob was detached from the device when the surgeon tried to use the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.